Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery would not charge past 20 percent. Additionally, it was reported that the battery gauge was observed to be intermittently fluctuating which resulted in the pump shutting down. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.